Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving compounded baclofen 4000 mcg/ml; 1682 mcg/day and clonidine 600 mcg/ml; 252 mcg/day via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2017. It was reported the patient experienced baclofen withdrawal symptoms which started at 9 am on (B)(6) 2017. Factors that may have led or contributed to the issue was patient compliance and a missed refill appointment. The pump alarm was first heard on (B)(6) 2017. The patient¿s aunt was concerned the alarm was faulty even though the logs read empty pump alarm on (B)(6) 2017. The critical and non-critical alarms were both tested and they work just fine. The pump logs were read and indicated the low reservoir alarm occurred (B)(6) 2017 and the empty pump alarm occurred (B)(6) 2017. The physician refilled the pump bedside in the intensive care unit (ICU) on (B)(6) 2017. As of (B)(6) 2017, the withdrawal symptoms and alarm issues had been resolved; however, according to the physician the patient was still critical in the ICU due to issues created by the body going through baclofen withdrawal. Patient weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.